Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to aneurysm rupture and death.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent treatment of a thoracic aortic aneurysm, zone 2, measuring 46.2mm, with gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. It was reported all devices were implanted in the desired locations and all components were patent, as demonstrated by angiography at the end of the procedure. On (B)(6) 2017 the patient had a CT which showed a type ii endoleak, from the intercostal arteries, associated with the investigational gore® tag® thoracic branch endoprosthesis aortic component. The maximum total diameter of the aneurysm was 53.1mm. On (B)(6) 2019 the patient presented to the emergency department with acute sharp chest pain. A cta was performed which was concerning for an endoleak. It showed a new type b dissection which was at the distal tip of the ctag device with retrograde flow into the false lumen, but no evidence of rupture. On (B)(6) 2019 the patient went into sudden cardiac arrest and return of spontaneous circulation (rosc) could not be accomplished. The patient had a presumed rupture of the aortic aneurysm and expired. Had the patient not expired so suddenly, the plan would have been to extend coverage distally.